Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the left ventricular (lv) lead was positioned into a vein of the left ventricle. The sensing and pacing threshold values were intermittently unstable. Blood was observed to be dripping out of the metal tip between the lead connector and the insulation. The lead was explanted and replaced to resolve the event with no adverse consequences to the patient.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of blood leaking between the metal tip of the electrode connector and the insulation was confirmed. Visual analysis found blood and body fluids inside the lead body and in the connector region consistent with the procedure. The reported event of intermittent sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.